Event description:
A us distributor contacted zoll to report that a patient developed contact dermatitis under the lifevest equipment. Patient described the area as weeping, bleeding, crusty and painful, believes this was caused by medications but lv may be exacerbating the issue. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.